Event description:
The customer complained of calibration and qc issues on the cobas 6000 e 601 module after performing monthly maintenance. The customer also stated the sipper nozzle was visibly dripping even when the module was not in operation. The customer stated they repeated 6 patient samples. The results for 2 patients tested for troponin t stat assay (troponin t stat) are a reportable malfunction. The initial results were reported outside of the laboratory. Patient 1 initial troponin t stat result was < 0.01 ng/ml with a data flag. The repeat result from the other e601 module was 0.11 ng/ml. A corrected report was issued for this patient and the patient was admitted based on the new result. Patient 2 initial troponin t stat result was < 0.010 ng/ml with a data flag. The repeat result from the other e601 module was 0.10 ng/ml. A corrected report was issued for this patient. No adverse event occurred due to the device. The troponin t stat reagent lot number was 36573301 with an expiration date of 30-nov-2019. The field service engineer (fse) visited the customer site and found a sipper nozzle was dripping due to a bad syringe seal. The syringe seal was replaced. The customer was able to operate the instrument normally afterwards and did not notice any more dripping. Calibration and qc results were acceptable. Calibration signals were slightly higher than expected. Qc results were acceptable. The customer used 13 mm sample tubes with rack adapters. The investigation determined the issue identified by the fse was the root cause of the event. The customer has had no further issues.